Event description:
Intended use of the device: thermo scientific indiko and indiko plus clinical chemistry analyzers are fully automated random access analyzers used to measure a variety of analytes that may be adaptable to the analyzer on the reagent. On (B)(6) 2013, a lab tech at our cdd (B)(6) quality control lab was conducting testing on the industrial version of the clinical analyzers (the commercial name for the industrial instrument is the "gallery"). The test related to wine analysis and measurement of sulphate assay (so2) and alfa-aminonitrogen (nopa). The gallery did not accept the new nopa reagent lot, but failed to inform the tech via the user interface. Instead, the instrument user interface showed the previous so2 reagent in the same reagent rack position and continued to perform the analysis based on the old reagent info. A further internal investigation revealed a software error in the gallery. Given that the gallery shares the same software as the clinical analyzers, our internal investigation also noted that there is a potential that the actual reagent product in the clinical analyzers is different than that shown on the user interface; therefore, there is a potential of false test results of patient samples. The clinical analyzers have a different failure effect in that it does not allow for the reagent to be used. Thus, this would prevent a mismatch of reagents, but it would prevent further reagents of the same type being used. There have been no complaints of this issue or injuries reported from any customers of the clinical analyzers. In short, there is a potential risk of mis-match of reagents used to generate test results for a given patient in the clinical analyzers due to this software error. In indiko plus, there is a risk that the instrument will reject a new reagent lot.

Manufacturer narrative:
Summary: the software has a feature by which it only accepts ten different lots of each reagent. This feature is related to system reagents with bar codes. After the limit is exceeded, the indiko software will use the previous reagent info connected to the same physical reagent tray position and thus can use wrong reagents to perform an assay. The indiko plus software will reject the new reagent lot totally, and thus no mismatch will occur. Root cause: software bug in the software. Corrective action: immediate action: on (B)(4) 2013, thermo fisher scientific oy informed our customers immediately to start using the clear rack-command every time a reagent rack is removed from the clinical analyzers. This step will preclude the use of false reagents to run an assay. Corrective action: software bug fix and launch of sw 5.01, expected to be released after testing on sept 20th, 2013. Mandatory update of software.